Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied and the patient administered insulin.

Manufacturer narrative:
The returned device was evaluated and the device was returned deployed and the pink slide insert was visible through the viewing window. No kinks were observed on the exposed portion of the soft cannula during investigation. Blood was observed on the adhesive pad and a blood clot was observed in the needle well. Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues. The data downloaded from the device did not show any timeouts or drive stalls during the run. Formed needle was inspected for any defects that would contribute to bleeding and no issues were found. The cause of the bleeding could not be determined.